Manufacturer narrative:
A1: patient identifier: animal patient, a2: age & date of birth: animal patient, a3: patient sex: animal patient , a4: weight: animal patient, a5: ethnicity: animal patient, a6: race: animal patient, d4: UDI: not applicable, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: registered veterinary nurse (rvn). The actual device was not returned for evaluation. We were unable to determine the details of the actual condition of the actual sample. Instead, the customer provided the video footage of the actual sample wherein the condition of the IV catheter cannot be confirmed. Therefore, the possibility of a broken or damaged catheter cannot be excluded. The retention samples were visually confirmed free from holes on the catheter tube, scratches, damage, and deformation on the catheter tube that might lead to the complaint. We received a total of five (5) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. The root cause of the complaint could not be identified to be related to our product or production process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. The tube could have been damaged which is only likely to happen if the needle is reinserted into the tube during catheter placement. Verification of retention samples showed no related defects that would lead to damage to the catheter tube. We have two stages of visual inspection. The defects on the catheter tube such as scratches, holes, dents, and bent or needle stick out can be detected. Therefore, we advise following the instructions for use (IFU) for the proper use of the IV catheter which includes warnings that, if re-penetration is unavoidable, the catheter may be stripped off or the catheter may be damaged. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the vet inserted the IV into the cephalic vein, readjusting the placement slightly, and when she pulled it out completely the end was ripped. The same thing happened and the next time the end was significantly frayed. The event occurred post-treatment. Additional information was received on may 31, 2023: the IV was being placed. The IV was not advancing and immediately removed. The IV did not stay in situ. At this point insertion into the vein failed, it was not introduced into the leg smoothly. The ripped and frayed plastic damage was found when it was removed.